Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported failure to complete its internal self-test. Review of the device data logs confirmed the reported failure to complete its internal self-test and revealed an error message (system fault 223) related to peep blower failure. The pneumatic block was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause is an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty peep turbine. There was no patient harm or serious injury reported as a result of this incident.